Event description:
The patient reported that his devices were removed after magnetic resonance imaging (MRI) (date not reported) showed a mass at body level t8. The patient stated, "for two years the drug had been pooling around the tip of the catheter causing a 2 cm mass to form". The patient reported that he had permanent damage - bilateral leg weakness. The patient said, he would continue to work with his hcp. The hcp provided that the patient had repeat back surgery and his pump was removed. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicated dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.